Event description:
The instrument was returned, no further information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned, no information was provided. Engineering evaluated the instrument and found the grip cable was broken at the wrist. The idler pulley spun freely and exhibited pulley face and rim damage.